Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the screen was damaged. It was also noted that the ECG connector was loose, the fan was noisy, the keyboard was broken and bullets were missing. (B)(4).

Event description:
It was reported that the touchscreen was smashed and the electrocardiogram (ECG) connector was loose on the programmer. The programmer was returned to the manufacturer for servicing. There was no patient involvement.